Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received 50 unopened units and four photographs displaying the foreign matter. Through the visual inspection of the units, 11 of the 50 units revealed a foreign matter. The units were then sent for further spectral analysis. 4 of the 11 units were found to have impurities that came from the raw material. These impurities are acceptable per our manufacturing site. The remaining units contained foreign matter loose in the packaging or embedded in the seal of the packaging. The results of the spectral analysis identified 6 different materials. The first two identified were a low-density polyethylene and nylon which are both layers in the bottom web. If buildup occurs on the forming plates it will flake off into the packaging. The third material silicon is used to lubricate the cannula and catheter and is expected to be found on the devices. The fourth material is cellulose, cellulose is a known material in the cleaning wipes. The fifth material is a polystyrene resin which is most commonly found in insulation & takeout boxes. Polystyrene is not involved in the packaging materials or packaging machines used in our processes. The most probable root causes are that polystyrene was carried into the cleanroom by an operator. The final material is urethan alkyd which is most commonly used in gloss for furniture or adhesives. An investigation of the packaging machinery, packaging materials, oils & greases, and the autoguard unit parts/materials was performed. No urethan alkyd was identified in any of the above. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced foreign matter in or on the device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: fm was in the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced foreign matter in or on the device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: fm was in the package.